Manufacturer narrative:
Integra has completed their internal investigation on 04/19/2017 . The investigation included: results: complaint history, model 110-4xxx, from apr-2016 through mar-2017 reviewed; there were 38 other complaints that issued with complaint code perf023, and nine of them were confirmed. The number of confirmed reports (09) divided by the number of units sold model 110-4xxx, (36687), apr-2016 through mar-2017 and multiplied by 100 results in a failure rate percentage 0.03% conclusion: the customer¿s complaint could not be confirmed, as of today the device has not returned for evaluation. Since the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.

Event description:
Two "failed icp monitors" on a level 1 pediatric patient were reported. The reading read high. It was abandoned and an external ventricular device was placed. Additional information was received on 09mar2017: both the pediatric surgeon and nurse stated ¿they did not know you had to pull the catheter back once placed¿. No further information will be provided. Linked to mfg report number: 2023988-2017-00029, 2023988-2017-00031.